Event description:
It was reported that bd micro-fine¿+ needle for pen injection experienced two cases of being difficult to operate, and outer cover being difficult to attach and detach from the pen. The following information was provided by the initial reporter: I have difficulty attaching the pen needle to the pen due to the tight outer cover. After injection, I had difficulty detaching the pen needle from the pen due to the tight outer cover. I have experienced this issue about once monthly in these two months.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary one open 31g x 6mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320738. A functionality test as per (B)(4) was carried out on the returned sample and damage to the hub was observed. No DHR review can be carried out as lot number is unknown. This issue most likely occurred due to misalignment at the pick and place station in assembly.

Event description:
It was reported that bd micro-fine¿+ needle for pen injection experienced two cases of being difficult to operate, and outer cover being difficult to attach and detach from the pen. The following information was provided by the initial reporter: I have difficulty attaching the pen needle to the pen due to the tight outer cover. After injection, I had difficulty detaching the pen needle from the pen due to the tight outer cover. I have experienced this issue about once monthly in these two months.